Event description:
It was reported that when using the subject stent to treat an intracranial aneurysm, after deployment, angiography revealed that the stent had shortened and could not fully cover the aneurysm neck. Therefore, the physician used an additional new flow diverter stent for bridging to complete the procedure. No clinical consequences were reported to the patient due to this event.